Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens was "destroying" in the patient's eye. The iol was exchanged for another lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested. (B)(4).